Manufacturer narrative:
Bat209270 - 1650de - MFR. Date: 09-30-2015 - exp. Date: 09-30-2016. Please note: due to new iata and dot regulations prohibiting the transportation of lithium ion batteries by air, investigations will be prolonged as we await the return of devices via cargo ship. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The hvad controller is a microprocessor unit that controls and manages the heartware system operation. It sends power and operating signals to the blood pump and collects information from the pump. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. The IFU cautions the user to always have a backup controller available and programmed identically to the primary controller. The IFU instructs that the decision to change the controller should be based on the analysis of the controller log files, the frequency of the alarms, whether the alarm resolved, the occurrence of other alarms, whether associated with changes in pump speed, flow or power and the patient's condition. According to the IFU, users are instructed to return any damaged components to heartware. Isolated alarms that are not associated with changes in pump function or changes in patient condition would result in user annoyance with no affect on the function of the pump. Multiple occurrence of these alarms or those that are associated with changes in pump function or patient condition may result in pump stoppage which has the potential harm for serious injury or death due to hypoperfusion, thrombus and associated sequelae including death. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
The site reported that a patient had experienced multiple events associated with frequent low priority alarms without a message on the controller display. Of note, this issue has occurred with a number of other batteries with this patient and this was addressed with battery exchanges which have previously been captured as complaints. On this occasion the remaining battery and the patient's controller were exchanged based on the advice of the heartware clinical engineer with no reported patient issue or injury. The controller was exchanged because of a concern about its' power ports; though loose connectors or bent pins were not specifically noted.

Manufacturer narrative:
(B)(4). One battery ((B)(4)) and one controller (con182808) were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. The reported potential issue with the power port for controller was not confirmed at the bench level for the controller. The controller passed visual inspection and passed functional testing. Analysis of the battery revealed that the unit met specifications; the battery passed visual inspection and functional testing. Log file analysis revealed that the controller contained the smr software. The software upgrade contains a feature that records whether a power source experienced a communication error or a disconnection within each 15 minute interval. Analysis of the data log files revealed several premature power switching events that were due to momentary disconnections involving (B)(4) and an ac adapter. The logs also revealed some cases of power switching due to communication error between battery and controller involving (B)(4). The alarms display shows no alarms on the surrounding days of the reported event date ((B)(6) 2016). The most likely root cause of the reported event can be attributed to momentary disconnections and loss of communication between the controller and batteries. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.